Manufacturer narrative:
The patient had additional implanted medical devices, including post-surgical hardware, a shunt, and sophy adjustable and programmable pressure valve. Stimwave products have not undergone MRI testing in conjunction with other implanted medical devices; stimwave's product instructions for use state that having other implanted products in the body is a contraindication of use. The patient's other implanted devices may have contributed to the adverse event experienced during MRI (user error). The patient also reported sustaining a significant fall between the MRI and the follow-up visit with the clinician, which may have caused or contributed to the stimulator migration and subsequent loss of therapy (user error). Based on this information, the cause of loss of therapy and migration were confirmed/replicated. Investigation did not evidence that the product did not meet specification; the stimwave device could not be traced to the source of the issue. The device was used for treatment of pain.

Event description:
On (B)(6) 2020, the clinical representative reported the patient arrived in the implanting clinician's office with redness at the entry point site for a follow-up with the implanting clinician on (B)(6) 2020, the patient reported loss of therapy and feeling a "pulling feeling" during an MRI. The implanting clinician confirmed through x-ray that both stimulators had migrated. The cr was able to reprogram the waa and adjust antenna placement to restore adequate therapy.